Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide catheter: 6 fr ebu 3.5 medtronic. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the moderately tortuous/calcified left coronary artery for treatment of a de novo lesion, a 6 fr non-abbott guiding catheter was engaged and the lesion was crossed with a .014 balance middleweight guide wire. Pre-dilatation was performed using a 2.0x20 mm balloon. A 2.5x38 rx xience prime stent delivery system was advanced to the target lesion and the stent was deployed at 12 atmospheres (atms) for 30 seconds. Post dilatation was performed using a 2.5x8 nc trek balloon at 14 atms. Angiogram showed a stent strut was fractured in the mid portion of the stent; therefore, a xience prime 2.5x15 was positioned in the mid portion of the stent and deployed at 16 atms for 30 seconds. Angiogram showed no thrombus or dissection. The patient was transferred to the intensive care unit with stable hemodynamics. There was no clinically significant delay in the procedure. No additional information was provided.